Event description:
It was reported that the pump was removed for infection in 2011. All the devices were removed. The patient was receiving very good therapy, but got an infection within the first 2 weeks of implant, therefore it was explanted. The patient had a replacement surgery on (B)(6) 2014. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot # n280973, implanted: (B)(6) 2011, product type accessory. (B)(4).